Event description:
The customer contact reported a leak below the flush device. After an unspecified length of time in use, saline was noted to be leaking between the secure lock male adapter and tubing of the monitoring kit. The monitoring kit was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The catalog number provided is the domestic list number that is comparable to the intl list number in the "other" field.